Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue. Subsequently, it was reported that the pump time and the date were inaccurate; cause was unknown. Reportedly, the customer corrected the pump time and date to resolve the issue. Customer's blood glucose level was 130 mg/dl.